Event description:
Caller reported that in the last two weeks, blood glucose values have been too high. Every day after lunch it is about 300 mg/dl. Doctor increased basal profile and bolus also, but the problem persists. On (B)(6), patient's blood glucose value was 500 mg/dl after lunch. She changed infusion set and made a corrective bolus. The reporter thinks that the spirit combo insulin pump does not deliver the correct insulin amounts. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.